Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump did not charge when placed on the wireless charging pad, despite the pad¿s indicator light illuminating and use of multiple outlets, and the battery level did not increase after an hour on the pad. Symptoms included no reported clinical effects. Outcomes included no impact to health and no need for medical care. Customer care provided troubleshooting, confirmation that a replacement charger would be provided, and review of the reported charging behavior. Investigation of this case revealed a suspected charging system malfunction consistent with a charger or charging interface issue. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charging accessory or charging interface.